Manufacturer narrative:
(B)(4).

Event description:
It was reported that a primary journey xr knee replacement was done by another surgeon in (B)(6) 2020. Then, the patient was revised on (B)(6) because the patient complained of knee pain and could not flex the knee past 95 degrees after the initial operation. The surgeons identified that the problem was because the joint line was raised by about 10 mm and the tibial slope was decreased from about 10 degrees to zero.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports a journey ii revision was performed due to pain and decreased flexion. Per email communication, there is no additional information available to fully evaluate the root cause of the reported event. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.